Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the distal end of the subject device has sharp edges. This was noticed during set up, before patient was in room. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: d8, h2, h3, h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.